Event description:
It was reported the doctor was performing a laparoscopic nephrectomy on a pig and the I-blade got stuck 35% of the way forward when taking the cut across a vessel. The vessel was stapled on either side of the location of the enseal jaws. The doctor wasn't able to retract the I-blade and manually cut around to either side of the device to remove the device. The generator also gave a replace instrument error. A second enseal device was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with a big chunk of tissue and gauze stuck in the jaws; the jaws were closed and unable to be opened. Additionally, the upper jaw was damaged at the proximal side. Testing found a short on the device, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. Caution should be taken to not fire the device over gauze and allow thick and fibrous tissues to denature prior to I-blade advancement.